Manufacturer narrative:
The medsep set utilized in collection of the blood products used in the transfusion was product code 726-92q, "leukotrap wb, vented, double bag cp2d/as3 anticoagulant, 450ml, with sample diversion pouch", lot number 0800708. A review of the lot in question showed the lot met all release specifications, and there have been no other adverse events reported for this lot. Sterilization records for this lot were reviewed and showed no deviations from the validated sterilization process and cycle. Environmental monitoring data were reviewed and found no sites outside of their specified limits. No atypical environmental conditions were recorded. The investigations could not determine the cause of the reported contamination. There is no evidence this lot caused or contributed to this event. This product, the particular lot, is not for sale in the united states. However, similar products have been sold in the u.s. Yet again, not this specific product lot. Unless substantially significant information becomes available, this constitutes a final report.

Event description:
The male patient with anemia, chronic heart failure and chronic obstructive lung disease. He was transfused in 2008 with a unit of blood drawn two weeks prior using product 726-92q (lot 0800708). The transfusion was stopped after approximately 1/4 of the unit was infused because the patient exhibited chills, dyspnea, hypotension, and tachycardia. The patient was transferred to aggressive care and died shortly thereafter. This event occurred at the hospital.